Event description:
Related manufacturer reference number: 2017865-2023-18042.it was reported that the atrial lead had dislodged and was confirmed by a chest x-ray. The atrial lead was capped and replaced on (B)(6) 2023. The device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The device was explanted and replaced. There were no adverse health consequences, the patient was stable.